Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The device evaluation confirmed the reported problem of e105 and e110 errors; failure of the solenoid optical filter and failure of the leds light source unit was identified as the cause of the reported problem. The device was repaired and returned to the customer.

Event description:
It was reported to olympus that the a problem with light occurred and errors e105 and e110 were generated. The problem, as reported to olympus, was found on inspection of the equipment during maintenance. There was no patient involvement, associated with the problem, reported to olympus.

Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation and device history record (DHR) review. Updates to sections h4 and h6. The DHR for the subject device was reviewed and it was verified the device was manufactured in accordance with documented specifications. The legal manufacturer performed an investigation. A conclusive root cause was not identified. The legal manufacturer determined the likely cause of the reported problem of "e105 error" was accidental failure of the led unit. The likely cause of the report of "e110 error," as determined by the legal manufacturer, was a temporary malfunction of the solenoid unit.